Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian patient underwent a breast surgery with unspecified mentor gel implants and experienced a rupture on an unknown side and symptoms including neck pain, memory loss, hair loss, night sweats, headache, rash over body, and fatigue. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 590cc, catalog# 3505590bc, serial# (B)(4) (left), serial# (B)(4) (right) on (B)(6) 2019. In the absence of clarifying information, mentor decided to report the rupture on the left side device. If additional information is received in the future, this complaint will be updated. This report is for the intact device.